Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was performed to address bg. Additionally, it was reported that the battery gauge was fluctuating. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.